Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, when the device's jaws were opened after the tissue sealing/resection at the end of the operation, the device knife was found to be exposed in the middle of the jaws. The resistance was stronger than usual when the cutting trigger was pulled. The wiping had been performed as usual. There was no patient injury.